Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. A visual inspection was done, and a bent main tube was found. The instrument was tested on an in-house system and instrument passed the recognition, engagement, cut and seal test. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Additional observation(s) not reported by site: the instrument was found to have the main tube bent. The instrument was compared to an in-house golden instrument and found to be bent. The damage is located at the midpoint of the main tube.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported prior to the start of the da vinci assisted surgical procedure, the vessel sealer extend (vse) instrument was moving in the opposite direction from where the surgeon commanded. The customer completed the procedure and no known impact or patient consequence was reported. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.